Event description:
A surgeon reports that two years following intraocular lens (iol) implant surgery, a patient is having difficulty with reading at near vision. The surgeon is unwilling to provide any additional information.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide the lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 04/30/2008 and 05/05/2008 by phone, fax and mail. The surgeon is unwilling to complete questionnaire or provide any information regarding the lens. This report was mailed to FDA on 05/23/2008.